Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of hubs1265 showed one other similar product complaint(s) from this lot number. Device not returned at this time.

Event description:
It was reported that when inserting the catheter through the sheath, a strong friction was noticeable and was not possible to insert the catheter completely. It was tried outside of the body due to the frequent problem with this item. The procedure was completed using another sheath. No patient injury reported. This file address the initial occurrence.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty inserting the catheter through the sheath was inconclusive because no sample was returned for evaluation. Based on the description of the reported event, possible contributing factors include sheath damage and insertion technique; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time. A lot history review (lhr) of hubs1265 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that when inserting the catheter through the sheath, a strong friction was noticeable and was not possible to insert the catheter completely. It was tried outside of the body due to the frequent problem with this item. The procedure was completed using another sheath. No patient injury reported. This file address the initial occurrence.